Event description:
It was reported that the patient presented to the electrophysiology (ep) lab for a bi-ventricular pacemaker implant. The left ventricular lead was placed into the patients coronary sinus vein and right before the physician split the sheath the lead dropped out of the coronary sinus into the right atrium. The lead was replaced into the coronary sinus again and the sheath was split. Fluoroscopy showed the lead had slipped out of the coronary sinus into the right atrium again. The physician decided not to use the lead and the lead was replaced without incident. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.